Event description:
It was reported that a malfunction occurred on the pump. There was no indication of an adverse impact on the customer¿s blood glucose level, though this was not confirmed as the customer declined to answer. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.